Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the stylet failed to fully advance into the left ventricular (lv) lead and the stylet was difficult to remove which damaged the interior of the lv lead. The lv lead was not used and replaced. The patient was stable throughout procedure.